Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Throttle pot issues per dealer. Update: dealer returned call, no injury, throttle level had to be pushed forward and released to allow the chair to move forward slightly. MDR filed.